Event description:
Philips received a complaint on the patient information center ix indicating that on 10/10 at 8:49 a wireless monitoring loss banner was showing up across all central stations. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) followed up with the customer and was able to determine that the customer was unable to view wmts wireless related logs for pic ix from onsite surveillances and overviews. It was confirmed that this issue did not occur on the primary, physiological, or web servers and is only occurring on local site side surveillances and overviews. Escalation was initiated to determine root cause and workaround for the error message the customer was receiving when trying to view the wmts logs from within the pic ix application. A business unit representative, in collaboration with national support specialist, provided an action plan to implement a workaround to reduce the database size to prevent this issue from occurring. The workaround was to clear the wmts log database of staler data per nss escalation notes. After implementation of the workaround, the customer is no longer having issues viewing wmts logs from any local site surveillance or overview. The fse performed testing and verification according to the pic ix service and installation guide to ensure that there are no other outstanding issues, and the system is returned to operation, working as expected. Based on the information available and the testing conducted, the cause of the reported problem was unable to be established; however, is related to the database size. The reported problem was confirmed. The device was operational after implementing workaround, reducing the database size.